Event description:
Event description guidant received information that this implantable lead displayed intermittent oversensing with inhibition of pacing. It is unknown whether this patient is pacemaker dependant.